Manufacturer narrative:
(B)(4). Corrected information: the date was incorrect for both the initial MDR and the follow up 001 MDR. The correct date for both mdrs is (B)(4) 2011. A trend review was not performed. (B)(4) was not identified as being pertinent to this complaint.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 812:02 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced failure code 812:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.